Event description:
It was reported that the customer was hospitalized twice due to excessively high ketones. First event was on (B)(6) 2014; blood glucose value at the time of the admission was over 500 mg/dl. Second hospitalization was on (B)(6) 2014; blood glucose value was 419 mg/dl. Current blood glucose value is around 454 mg/dl. Customer has been off the insulin pump for about a month; treated with manual injections. Customer was not wearing the insulin pump due to a rash caused by the tape; customer has eczema and had been picking at the tape causing the tubing to come out of the body. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.